Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: d9, g2 (health professional checkbox selected). A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunctions b30 error and e216 error would likely be that water invaded scope connector during user handling causing an abnormality in the electronic components. The event can be prevented by following the instructions for use which state: "important information ¿ please read before use. Warnings and cautions: caution. Turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. Inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a no image error (e216) and after aeration, a flickering image appeared. Other findings include: distal end plastic cover has a dent and scratches; bending section cover glue has a chip and a crack; advanced diagnostics, charged coupled device shrink tube split; insertion tube has deep scratches; scope connector advanced diagnostics has fluid and is wet inside, after aeration it is dry. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the bronchovideoscope has b30 and e216 (scope communication) errors. There were no reports of patient harm.